Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted to treat uterine prolapse, cystocele, rectocele and stress urinary incontinence. It was reported that the patient had the concurrent procedures of transvaginal hysterectomy and anterior and posterior repair performed during mesh implantation. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced urinary frequency, recurrent uti, rectocele, atrophic vaginitis, vaginal discharge, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.